Event description:
It was reported that the flex deflectable videoscope exhibited noise on the image during bending operation. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image disappearance occurs due to a malfunction in the imaging unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise occurs during ud direction angle operation due to a malfunction in the imaging unit. Image disappearance occurs due to a malfunction in the imaging unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.